Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the electrode belt was unable to communicate with the monitor. The root cause for the failure was damage to the knit line molding in the trunk cable. The root cause for the damaged molding was unable to be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.